Manufacturer narrative:
(B)(4). PMA/510(k)#: p100022/s014. The 4x zisv6-35-125-6-120-ptx stents of lot number c1236267 were implanted in the patient and are therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and secondary intervention angiography the following day was provided along with the compliant report. The target lesion was a severely calcified proximal to mid left sfa through below knee popliteal artery {pa) occlusion. The entire occlusion was stented with a total stented length of approximately 52cm. The atheroma in this case was particularly difficult. Although eccentric, atheroma usually has gradually increasing obtuse margins with the adjacent intima. Although uncommon but not unusual, this atheroma was characterized by heavily calcified aggregations of large lumps and knobs. When viewed enface, the conspicuity of these plaques is significantly less than usual. As a consequence, the severity of stenosis is often unappreciated on angiography and only fully appreciated by cta. These plaques are typically difficult or impossible to remodel with balloon angioplasty. They can be partially displaced by stents but often leave significant impressions on stents. When completely displaced by stents, the arterial wall is often ruptured. Undermining these plaques inadvertently with a wire is also easier. All of these potential pitfalls occurred in this case. First, although inflow was severely limited by this plaque in the common femoral artery cfa and proximal sfa, it was not treated. Overlooking the cfa component can be attributed to the cfa location and the enface position of the plaque. Despite being severe, the stenosis was likely interpreted as only moderate. Although moderate stenosis is usually an indication to intervene, angioplasty of the cfa invariably would lead to flow limiting dissection with this type of plaque. The only durable and safe intervention is endarterectomy. The decision not to treat and or treat later with endarterectomy became a calculated risk that may have been successfully managed with anticoagulation at least in the short term had everything else during the case gone well. Second, the proximal sfa lesions were moderate but not treated until after the stent thrombosis and even then only the distal half of this segment was stented. Perhaps, the original strategy was to keep the stented length to the absolute minimum. The initial stented length of approximately 52cm would only need to be extended an additional gem to eliminate the stenosis. The added stent length necessary was proportionally only 12%. Third, angioplasty of the occlusion resulted in distal sfa rupture and creation of a sfa to femoral vein fistula. These events are not uncommon and are usually resolved with time and or stenting. This fistula improved but did not resolve with stenting. The fistula steals inflow from the stents more distal and effectively creates an additional inflow limitation. Fourth, the stents were moderately narrowed at multiple locations from residual impressions left by the partially displaced and impossible to remodel plaque. Fifth, and most importantly, at the conclusion of the stenting, the short pa segment distal the stents was dissected when mound like plaque in this segment was undermined by a j-wire, likely a rosen wire. Immediately after this event the distal pa thrombosed. Thrombus then extended proximally into the stents. Although two vessel runoff via the anterior and posterior tibial arteries was present, the runoff was significantly limited by a tibial peroneal trunk mound shaped plaque and a severe mid anterior tibial stenosis as well as multiple injected air emboli. The air emboli did not resolve immediately but were still evident near the ankle and foot on subsequent angiography. The development of persistent contrast staining of the calf muscles was evidence of severely limited inflow and the effect of micro-embolization by the air and possibly atheroma and clot. Impression: the stents thrombosed as thrombosis of the distal pa propagated proximally. The pa thrombosed as a result of a dissection caused by inadvertent plaque undermining by a j-wire. If this dissection had occurred in isolation, it might not have thrombosed but numerous other factors contributed to its thrombosis. These include the extremely long stented length, severe cfa and moderate proximal sfa inflow limitation, multiple areas of moderate stent constraint by impressions left by the mound and knob shaped severely calcified plaque, a distal sfa to fv arterial venous fistula, and significant runoff limitation. The runoff was limited by pre-existing disease, injected air emboli, and possibly atheromatous or thrombotic emboli. Although, patency was re-established with thrombolysis and additional angioplasty and stent, durable patency is impossible without and doubtful with cfa endarterectomy. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. The plaque was severely calcified, mound and knob shaped, and extensive. The occlusion was very long spanning from the proximal mid sfa through the below knee pa. Although runoff was two vessel, it was limited by significant tibial peroneal trunk and mid anterior tibial artery stenosis. Significant findings relative to the use of the device were observed. The stents were implanted below moderate and severe inflow disease. An extremely long segment was stented. The pa distal the stents was dissected. Runoff was compromised by air emboli. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was observed. The stents thrombosed as thrombosis of the distal pa propagated proximally.¿ the customer complaint can be confirmed as the stents thrombosed. According to the imaging review, the stents thrombosed as thrombosis of the distal pa propagated proximally. The pa thrombosed was a result of a dissections caused by inadvertent plaque undermining by a j-wire. Numerous factors contributed to the thrombosis including; extremely long stented length, severe cfa and moderate proximal sfa inflow limitation, multiple areas of moderate stent constraint, a distal sfa to fv arterial venous fistula and significant runoff limitation. Based on the above, it is highly unlikely that the reported thrombosis occurred due to device malfunction. As per the imaging review, the stents thrombosed as thrombosis of the distal pa propagated proximally. However as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It can be noted that as per the instruction for use, arterial thrombosis is a known potential adverse effect associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1236267. According to information provided a balloon expandable stent placement was performed. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: physician placed 4 x zilver ptx stents of lot # c1236267 and they occluded/thrombosed before procedure was complete.

Manufacturer narrative:
(B)(6). PMA/510(k)#: p100022/s014. A 4x zisv6-35-125-6-120-ptx stents of lot number c1236267 were implanted in the patient and are therefore unavailable for evaluation. With the information provided a document based investigation was carried out. As per complaint information, the 4 stents thrombosed before the procedure was completed. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As no information was available at the time of investigation, a definitive root cause cannot be determined at this time. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided a balloon expandable stent placement was performed. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Physician placed 4 x zilver ptx stents of lot # c1236267 and they occluded/thrombosed before procedure was complete.